Event description:
It was reported that the surgeon was going to implant the screw on the pedicle bone and the screw fell apart at the first twist. All pieces were retrieved. The screw was not implanted and was replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed mas head disassembled from bone screw, and the retaining ring and the crown are missing and were not returned for analysis. Witness marks noted on bone screw head and on ID of mas head suggest both the crown and retaining components were present initially. Head ID (at retaining ring witness mark) confirmed within print specification. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.